Event description:
It was reported that the patient had a liposuction and ¿has no abdomen¿ and hated the pump because it was ¿really pendulous¿. The healthcare provider (hcp) stated that the patient had a dacron pouch that is ¿hanging really horrible over her belly¿. The hcp noted that elective replacement indicator (eri) was (B)(6) 2014 and the patient was scheduled to have a pump replacement on (B)(6) 2014. The physician asked that during the replacement the pump be placed in the patient¿s buttock. The device system delivered hydromorphone and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10849r34, implanted: (B)(4) 2001 explanted: (B)(4)2014, product type: catheter. (B)(4).